Manufacturer narrative:
Related MFR # 2916596-2023-02060 for initial primary controller . Related MFR # 2916596-2023-02191 for patient's pump. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at the store and the battery alarm went off. The patient's family member performed a system controller exchange. The patient became unresponsive and went into cardiac arrest. Immediate cardiopulmonary resuscitation (CPR) was initiated. The patient was intubated and return of spontaneous circulation was achieved upon arriving at the hospital. At the hospital, the pump was alarming and once plugged in to wall power the patient¿s flow was restored and the alarms resolved. The pump was functioning normally. The patient's glasgow coma scale was three. A central/arterial line was placed and levophed (norepinephrine) was started. The patient was transferred to another medical center for further care. The pump was still functioning normally. The patient was put on therapeutic temperature management (ttm) at 33 degrees celsius and was later increased to 36 degrees celsius due to bradycardia. It was also reported that the patient had also vomited. The patient was put on a sodium bicarbonate drip for metabolic acidosis. The patient had an x-ray performed that showed mild pulmonary edema pattern with right pleural effusion, a computed tomography of the head without contrast that showed symmetric hypodense areas in the occipital lobes bilaterally and infarcts. The patient had a goal of an international normalized ratio of 2-2.5, mostly in the setting of shock liver and an acute kidney injury. The patient was also put on vasopressor support as their mean arterial pressure was greater than 65. The lvad interrogation revealed no events but did not span the time in question. The results of the interrogation were: normal power; pulsatility index, and flow, no significant alarms, and no changes were made. As of (B)(6) 2023, the patient was in the intensive care unit (ICU). 12 power cable disconnect and five low voltage advisories were noted. Additional symptoms that were noted were cardiogenic shock, acute respiratory failure, leukocytosis related to the cardiac arrest, supratherapeutic international normalized ratio (inr), severely reduced biventricular function and that the patient's aortic valve was opening with every beat. The log files for the controller that the patient was on prior to the cardiac arrest contained driveline disconnect alarms and that the alarm silence button was persistently pressed until the system controller shutdown sequence completed. From (B)(6) 2023 2:59 am to (B)(6) 2023 1:58 pm the periodic log files contained routine events with the patient on nearly fully charged batteries at 1:58 pm. Between 1:58 pm and 2:58 pm on (B)(6) 2023, the pump driveline was disconnected from the system controller. The log files for the controller placed after the arrest noted pulsatility index events, transient low flow estimates, a few power cable disconnect alarms, low power advisories and controller clock corrupt faults that resulted when the clock was corrected.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of low voltage alarms active after the controller exchange was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted. The submitted event log files (labeled 100911) data spanning approximately 1.5 days ((B)(6) 2023, per timestamps). The log file captured atypical low voltage advisory alarms active on (B)(6) 2023 at 16:25:27, 16:26:46, 16:27:36 -16:27:37, 16:27:40 ¿ 16:27:41 (after the controller exchange) due to the rsoc voltage in the black power cable fluctuating below the minimum voltage threshold without any routine voltage depletion or power cable disconnections. Pump speed was not affected by the alarms and the alarms appear to resolve on their own. Although these low voltage alarms were observed in the log file, they cannot be correlated to the alarms observed prior to the controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage alarm conditions, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a computed tomography was not performed, and the problem was attributed to suboptimal system controller exchange.